Manufacturer narrative:
There is a possible temporal relationship between the unspecified infection and pd therapy on the liberty select cycler as the patient reported the infection was a result of incomplete drains. However, the pdrn is not aware of any adverse event linked to this patient or any medical intervention required. Based on the information provided it cannot be confirmed if the patient was diagnosed with an infection and a causal event of the alleged infection cannot be concluded. The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A device history review could not be performed since the serial number of the alleged device is unknown.

Event description:
During routine follow up on an unrelated customer experience, the peritoneal dialysis patient reported having an infection. Follow up with the patient¿s peritoneal dialysis nurse indicates that the clinic was not aware of any infection. It was reported by the nurse that the patient transferred to a different clinic. Follow up with the patient¿s new peritoneal dialysis nurse indicates that the new clinic was also not aware of any patient infection. Additional information was solicited.